Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted driveline photo confirmed the report of a tear in the silicone of the driveline at the distal end of the previous driveline repair site; however, a specific cause for the superficial driveline damage could not be conclusively determined through this evaluation. No damage to the underlying layers was evident. A review of the submitted log file found that the controller clock was not set until 27oct2021 by 14:03:47. Events were then captured up to 27oct2021 at 14:39:18. The driveline was disconnected at the end of the log file as a controller exchange was performed per the account. The pump otherwise maintained a speed above the low speed limit. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The IFU document patient instructions replaced hmii lvad (left ventricular assist device) percutaneous lead provides care instructions and important precautions regarding replaced percutaneous leads. Specifically, this IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. Pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Rev. D, IFU, patient instructions replaced hmii lvad percutaneous lead, provides care instructions and important precautions regarding replaced percutaneous leads. Section "precautions" warns the user: do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside. Allow for a gentle curve for your percutaneous lead. Do not severed bend your percutaneous lead multiple times of wrap it tightly. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 16dec2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a tear in the silicone layer of their driveline below previous repair site. The inside layer of the driveline was intact. Approximately 17cm of the external portion of the driveline remained which was not sufficient to perform another repair. The patient was not eligible for a pump exchange so rescue tape was applied to the driveline with instructions to call with any changes or alarms.